Manufacturer narrative:
The device referenced in this report has not been returned to olympus for eval. The exact cause of the reported incident could not be conclusively determined at this time. If additional info becomes available at a later time, this report will be supplemented.

Event description:
Olympus was informed that in the middle of an transurethral resection of-bladder tumor (turbt) procedure, the loop wire broke off and fell inside the pt. The device fragment was successfully retrieved from the pt. The procedure was prolonged by 15-20 minute delay. The intended procedure was completed using another device. There was no pt injury reported and the pt is reportedly doing fine.